Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The device was evaluated. However due to the age of the device, the provider decided to fit the consumer with a new device. The new device is working properly.

Event description:
Customer was driving outside on a ramp when she alleges the brakes didn't work causing her to hit a rail bar.

Event description:
Customer was driving outside on a ramp when she alleges the brakes didn't work causing her to hit a rail bar.